Manufacturer narrative:
Lead model 3777-45, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk, lead model 3777-45, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk, recharger model 37752, serial # (B)(4), programmer model 37743 serial # (B)(4).

Event description:
It was reported that the patient could not adjust stimulation on the implantable neurostimulator, that the "call your doctor" icon was displayed and that there was a power on reset (por) condition. The patient was able to clear the por condition while on the phone with the manufacturer. Upon clearing the por, stimulation was too high and the patient adjusted stimulation to a comfortable setting.